Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (1 gram per bag, intraperitoneal and frequency was not reported) and meropenem injection (250mg, intraperitoneal and 3 exchange per day) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.